Event description:
It was reported that during an unknown procedure, the tissue pad fell off. The fallen piece was retrieved by forceps. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad detached and with scratches and cracks on the blade. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.